Event description:
It was reported that the patient experienced an operation to remove an inflatable penile prosthesis(ipp) device due to the device leaking through the head of the penis. The patient went to the emergency room and after several exams the patient had an operation to remove the ipp.

Manufacturer narrative:
Additional information received that the patient will wait a while before deciding whether a new implant will occur and that the device will not be returned for analysis.

Event description:
It was reported that the patient experienced an operation to remove an inflatable penile prosthesis(ipp) device due to the device leaking through the head of the penis. The patient went to the emergency room and after several exams the patient had an operation to remove the ipp. The patient will wait a while before deciding whether a new implant will occur.